Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer¿ the following event was reported. A retrospective, single-institutional study evaluated the first 134 patients who underwent robotic-assisted pulmonary resection between april 2018 and june 2021. Among those patients, 118 underwent lobectomy and 16 underwent segmentectomy. One patient who underwent a left lower lobectomy was reported to have sustained a segment 3 lung parenchyma injury by robotic forceps penetration outside of the field of view, and under poor visibility due to a congested lung status after division of the left lower pulmonary vein. Hemostasis was achieved by electrocautery and suture with pericardial fat pledgets. The blood loss was estimated as 500ml. The distal side of section a8 of the pulmonary artery was also injured by strong traction with robotic forceps in the congested lower lobe. The injury was managed by stapling the left pulmonary artery. Post-operatively, the patient developed prolonged air leakage and pneumonia and died within 30 days of the surgery. The event grade common terminology criteria for adverse events (ctcae) was assessed as 5 (death related to adverse event).

Manufacturer narrative:
Based on the information gathered, the article indicates injury to the lung parenchyma and pulmonary vein, post-operative prolonged air leak and pneumonia; however, there is no indication or report that a davinci product malfunctioned or caused or contributed to the reported death. The root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier # 703078) is submitted for the one death reported during the robotic assisted-surgery. Separate medwatch reports (patient identifier #s (B)(6)) are submitted for other serious injury operative complications mentioned in the same article. Review of the events performed by an isi medical safety officer (mso) concluded that according to the information provided in the summary of events, a patient death was reported in a retrospective pulmonary lobectomy journal article. The death occurred within 30 days of surgery following a left lower pulmonary lobectomy. Traction injuries were reported during the case in two areas to a branch of the pulmonary artery (a8) and also to the parenchyma of the lung in the vicinity of s3. The patient later died due to a prolonged air leak and pneumonia. A potential relationship between the intraoperative traction injuries and the cause of death was not provided. Therefore, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Article citation: takase y, miyajuma m, chiba y et al. Causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer. J thoracic disc jul-01-2022. View this article at: https://dx.doi.org/10.21037/jtd-22-553. Sections a2 and a3: the patient demographic information specifically for this event was not available. The study population included: males (72), females (62); age (years), median [range]: 69[34-85]. Section b2 date of death: the retrospective single-institution study reviewed data between (B)(6) 2018 and (B)(6) 2021. Patient #10 (article table 3) reportedly expired within 30 days of the surgery. Section d10 concomitant devices with the da vinci xi surgical system: cadiere forceps, fenestrated bipolar forceps, maryland bipolar forceps, vessel sealer extend (vse) instruments, and endoscopic camera.